Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked while the user was at school, after which the pump was nonfunctional and no longer watertight, and a replacement was arranged. Symptoms included hyperglycemia for a few hours with the user feeling okay and no acute medical complications reported. Outcomes included temporary interruption of automated insulin delivery, transition to multiple daily injections with novolog to correct hyperglycemia, and continued cgm monitoring via dexcom g6. Investigation included collection of event details and coordination for device return and replacement. Investigation of this device revealed physical damage to the touchscreen consistent with a device component failure of the display assembly, resulting in loss of pump function and insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to device malfunction.